Event description:
The external pulse generator was returned for repair because it was dropped. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis found lead flex cover was contaminated and the encoder flex was out of mechanical specification. The battery drawer o-ring was missing. The upper/lower cases, side bail covers, ring cover, battery drawer and display were broken. One side bail and ting were bent.